Event description:
It was reported to st. Jude medical that the device delivered inappropriate therapy for noise on the ventricular channel. The noise, indicative of a lead fracture, was reproduced with positional testing. A decrese in ventricular lead impedance was also observed. The lead was explanted and replaced.